Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s lead was inadvertently cut during the procedure. The patient¿s generator was explanted but the replacement generator was not implanted. The lead was not explanted and the procedure was aborted. No known surgical interventions have occurred to date.